Event description:
Patient received two appropriate shocks during vt. The patient received the first appropriate treatment during vt at 150 with motion artifact. Post shock rhythm was vt at 150 bpm. The failure to convert the patient's arrhythmia is a known and potentially adverse outcome of defibrillation therapy. The patient received the second appropriate treatment during vt at 150 bpm. 2. The second arrhythmia was converted to a slower rhythm. The response buttons were not pressed during the event. The patient went to the hospital for evaluation. The patient continued to use the lifevest.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed. The equipment passed essential performance testing.